Manufacturer narrative:
Correction to the initial MDR in block b5. A retroactive review of events within the quality system identified this record as requiring remediation, including reporting and submission of an initial emdr per applicable criteria. Boston scientific has opened a corrective and preventive action (CAPA 8647) investigation to determine the root cause for why an initial emdr was not previously submitted to the FDA in accordance with boston scientific established MDR reporting process and FDA adverse event reporting requirements. Information gained through these investigation efforts will be utilized to determine root cause and implement appropriate preventive action(s), as necessary.

Event description:
Device analysis was performed on the returned superion indirect decompression spacer. Visual inspection showed that the returned implant had clearly suffered damage, as the spindle cap was cracked at the edge and at the laser weld. The damage was sufficient to disrupt the functionality of the implant and thus precluded functional testing. The damage indicates this failure was likely due to a combination of deployment against resistance (e.g. Bone) and the physician failing to correctly attach the inserter to the spacer. Product analysis confirmed that the most probable cause of the complaint is unintended use error caused or contributed to event. Additionally, a labeling review was completed and revealed no anomalies. The instructions for use (IFU) states deployment should not be forced or implant breakage or damage to bony structures may result. Furthermore, it states that if resistance to deployment is encountered, and repositioning of the implant is required, rotate the driver counterclockwise until a positive stop is reached and withdraw dorsally to collapse the cam lobes.

Event description:
Device analysis was performed on the returned superion indirect decompression spacer. Visual inspection showed that the returned implant had clearly suffered damage, as the spindle cap was cracked at the edge and at the laser weld. The damage was sufficient to disrupt the functionality of the implant and thus precluded functional testing. The damage indicates this failure was likely due to a combination of deployment against resistance (e.g. Bone) and the physician failing to correctly attach the inserter to the spacer. Product analysis confirmed that the most probable cause of the complaint is unintended use error caused or contributed to event. Additionally, a labeling review was completed and revealed the instructions for use (IFU) states not to force deployment or implant breakage or damage to bony structures may result.

Manufacturer narrative:
A retroactive review of events within the quality system identified this record as requiring remediation, including reporting and submission of an initial emdr per applicable criteria. Boston scientific has opened a corrective and preventive action (CAPA 8647) investigation to determine the root cause for why an initial emdr was not previously submitted to the FDA in accordance with boston scientific established MDR reporting process and FDA adverse event reporting requirements. Information gained through these investigation efforts will be utilized to determine root cause and implement appropriate preventive action(s), as necessary.